Manufacturer narrative:
Was intentionally left blank. Information is currently unknown. Conclusion not yet available as the investigation is on-going.

Event description:
The customer reported the 12f sheath was leaking; the sheath was discarded after surgery. The sheath was in use during a nellix aortic stent graft (17/19fr system) case. The patient is stable; lost approximately one pint of blood. Hospitalization was as per normal hospitalization for evar (endovascular aneurysm repair) protocol.

Manufacturer narrative:
The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. The device was not returned for analysis, therefore, the clinical observation could not be confirmed. Engineering reviewed the videos and photo and noted that it appears there is a wire or something else around the unknown device/therapy being used with our sigma product line and that the blood path is following the wrapped wire in the video. Also, it appears that the device/therapy being used was held or manipulated with angular forces also causing the hemostasis valve to fail. Potential contributing factors based on the engineering review include the other device being utilized through the sigma is not compatible with the valve, and that the angular force seen in one video could potentially contribute to the valve tearing. Without the devices back or knowing what was used through our product we cannot definitively confirm a root cause of the leak, just the potentially contributing factors. Per qa procedure adelante sigma sheath in-process and final inspection : with naked eye, verify the assembled sheath is correct as per drawing. Ensure parts are free of loose or embedded foreign matter. Look for any damages such as flash, dents, melted/burnt material or excessive adhesive in cap and sideport joints. Verify the snap lock bonded cap is properly assembled and aligned on sheath hub. Gently pull on cap and rotate to ensure it is firmly attached to sheath hub. Perform a vacuum and pressure leak per procedure. Per IFU : exercise caution during insertion, use, or removal of the introducer sheath to prevent aspiration of air into the vasculature. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.